Event description:
A malfunction occurred on the pump, as reported by the caller. There was no adverse impact to the customer's blood glucose level, and the level did not exceed 500 mg/dl. The customer is set to use multiple daily injections as a backup therapy to ensure insulin delivery is not interrupted. Technical support is sending a replacement pump equipped with updated software, and they instructed the caller on how to properly activate storage mode on the current pump before returning it. Additionally, the customer acknowledged the steps needed upon receiving the replacement.